Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a suspected pocket infection. The implantable pulse generator (ipg) system was explanted, the pocket was debrided/irrigated and a drain was placed. It was further reported the patient had a left chest dialysis catheter that was also removed. No further patient complications have been reported as a result of this event.